Event description:
It was reported the lead showed impedance issues during post-operative testing. The sjm representative was able to successfully reprogram adequate coverage, but unable to reduce unintended abdominal stimulation. Follow-up revealed the patient's lead was explanted and another type of lead was implanted and patient is experiencing adequate coverage. Further follow-up revealed the patient is scheduled for another revision, but further details are unavailable at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.